Manufacturer narrative:
Product analysis (B)(4).:(B)(6) 2024 13:36:55 cdt webmremotews sfdcmnav product analysis task updatetested by date: (B)(6) 2024 findings and conclusions: as reported, the returned tracker would not track when connected to a known good system and displayed red status only. Afc: nafc0118 - damaged tool; this regulatory report is being submitted due to retrospective review through CAPA 626390.¿ ¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that registration could not be performed. The use of medtronic navigation was aborted. There was no delay and no impact on the patient's outcome.